Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining repeat troponin (accutni) results above the acute myocardial infarction (ami) cut-off that did not meet precision claims in the assay instructions for use (IFU), generated by the access 2 immunoassay system. The sample was run in duplicate mode on the customer's alternate instrument with good precision. The patient was seen in the intensive care unit (ICU) and serial accutni testing had been ordered due to prior elevated accutni results, but that data was not supplied by the customer. The customer stated there was no injury to patient requiring medical intervention or change to patient treatment attributed or connected with this event.

Manufacturer narrative:
The sample was collected in lithium heparin tube and centrifuged at 3000rpm for 10 minutes. It was noted to be a full draw. The customer stated it was not hemolyzed and no obvious clots were present. The customer stopped running patients on this system after this event. Per the customer, two levels of qc had been run on (B)(6) 2011; both recovered similarly to prior qc results. A system check was performed on (B)(6) 2011 and all portions were within the published specifications. A field service engineer (fse) was dispatched on (B)(6) 2011 and performed multiple performance tests. All results passed published service specifications. No hardware issues were noted by service. No root cause was determined for this event.